Event description:
During a standard dental treatment, the handpiece heated up and burned the patient on lower lip. The burn was smaller than a dime. No ointment or medication was prescribed or given to patient. Two persons have been burned with this handpiece on the same day. See also MDR 3003637274-2013-00012.